Event description:
Customer called to report the pump's driver block stuck on the lead screw with the arms disengaged. Troubleshooting was performed. The driver arms were not moving. It was stated that the device was not dropped, bumped, or exposed to moisture.